Event description:
Reporter noted tip had been removed from eye while surgeon manipulated a piece of nucleus. Went back in for piece and handpiece didn't phaco. Corneal burn occurred. Removed cataract manually; sutured wound to close. Patient has eight diopters of astigmatism. Condition listed as guarded; feels outcome will be good when healed.